Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have received inappropriate therapy due to the right atrial (ra) lead exhibiting undersensing and possibly causing miscalculated duration of events. The lead remains in use. No further patient complications have been reported as a result of this event.